Event description:
Customer reported an infusion of tpn/lipids was infusing when the tubing spontaneously separated at the y site. Stated the infusion was changed to d15%. The pt started oral nutrition on (B) (6) 2009. No pt harm reported. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The set was requested to be returned for investigation. It has not been received. A follow up report will be submitted if further info is obtained.